Event description:
It was reported that during a colon vl left hemicolectomy procedure, the instrument pad on the upper jaw detached. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should. The device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.